Event description:
Additional information was received stating that the cause of the event was not determined. The report of "deformed" was referring to a kink.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex failed to open distally, and phenom catheter was kinked. The patient was undergoing aneurysm stent implantation surgery for treatment of an amorphous, unruptured, right internal carotid-ophthalmic artery aneurysm. It had a max diameter of 4.2 mm and a 2.6 mm neck diameter. The landing zone was 3.29 mm distally and 4.56 mm proximally. The access vessel was the femoral artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was normal. It was reported that after the phenom 27 microcatheter was positioned, the pipeline flex stent was delivered. The stent's distal end became deformed and failed to open properly at the m1 segment. When pulled back to the internal carotid artery, the distal end still could not open. The surgeon attempted repeatedly for 20 minutes but was unable to resolve the issue. Concerned about the risk of thrombotic events due to prolonged operation, the entire system was removed. A new pipeline flex stent was then used. Upon removal of the catheter, it was found that the distal end of the catheter was severely kinked, which could affect the deployment of the newstent. Therefore, a new phenom catheter was used to complete the procedure. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices w ere prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline stent was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and removed from the patient. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include a 8f guiding guide catheter, a stryker guidewire, and a 6f navien intermediate catheter.

Manufacturer narrative:
H2/h3: product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within plastic bio- pouch; and within dispenser coils. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was moderate and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, the phenom 27 catheter could not be confirmed to have kink/damage as no defect was found with the returned phenom 27 catheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.